Event description:
It was reported that the blade broke close to the attachment. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that the blade had broken at the mount as reported. An assessment of critical features confirmed compliance to required specification. It was not possible to assess the root cause for the breakage.